Manufacturer narrative:
Additional information - b5.

Event description:
Additional information - it was reported that the device was reprogrammed again on (B)(6) 2020 after the additional oversensing event was seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves, causing a brief decrease in the amount of biventricular pacing. Programming changes were made to address the issue on (B)(6) 2020. After the programming changes were made, there was another event of post-paced t-wave oversensing noted. The patient was in stable condition.